Manufacturer narrative:
E1 - initial reporter phone ext (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Ca sr 3489164 was received regarding a pump, cadd-solis vip, mdl 2120, english 1/ea, 21-2120-0102-51, sn 1109218; problem: pump not delivering blus dose sometimes. There was no reported patient involvement. It was reported that the pump did not deliver blus dose. There was no reported patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device latch lock does not recognize the cassette is loaded. The pump was not delivering bolus does sometimes¿ was not duplicated. Accuracy test passed. Delivered 21ml (18.2ml - 22.2ml). The probable cause of the reported problem is unknown. Contamination/dirt found inside the chassis. Downstream occlusion (dso) seal moderate bubbling. Preventive measure; replaced expulsor, valves, foam, optical disc, gears, dso sensor, bezel, seal, and latch/lock flex sensor. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.